Event description:
It was reported that the procedure was to treat a heavily calcified bifurcation lesion in the left main (lm) artery. After the 3.0 x 23 xience xpedition stent was deployed successfully in the left anterior descending artery lesion, an unknown guide wire was advanced to the diagonal vessel. The 2.75 mm xience xpedition stent was implanted successfully in the diagonal vessel. During removal of the guide wire in the diagonal, resistance was noted with the 2.75 mm stent delivery system (sds). The sds was removed with no damage to the implanted stent. The proximal left circumflex (lcx) lesion was then pre-dilated and a 3.5 x 15 mm xience xpedition stent was implanted in lm. The vessel was re-wired and a balloon was advanced through the lm stent cell for dilatation of the lcx. The 3.5 x 12 mm xience xpedition sds was advanced through the lm stent cell to the lcx. The wiggle guide wire was then advanced, but did not cross to the lesion and was exchanged to a balance middleweight (bmw) guide wire. Two nc balloons were used for post-dilatation at 22 atmospheres (atm), one at a time. The balloons were then inflated simultaneously to 14 atm. A 5.0 balloon was then used for post-dilatation on the proximal lm stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.